Event description:
It was reported by getinge field service engineer (fse) that while implementing the field safety corrective action for cardiosave intra aortic balloon pump (iabp), the board(s) failed out-of-box and the system had an error #124, atm pressure reading failed, unable to do 30spi pressure calibration or drive regulator calibration or all manifold test. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported that while implementing the field safety corrective action the cardiosave intra aortic balloon pump (iabp) had error code# 124, atm pressure reading fail, unable to do 30spi pressure calibration or drive regulator calibration or all manifold test. The issue was identified while implementing the field safety corrective action and that the board(s) failed out-of-box. Patient not involved and no harm reported. A getinge field service engineer (fse) replaced with new power management and solenoid control board as per dyr216 recall required. Recalls to address fsca 05/05/2023-008-c and. During recall found a solenoid board is out-of-box failure sn: (B)(6) _edm. Fse replaced rohs solenoid control pcba fsca kit. Performed functional testing following cardiosave service manual rev r, 06/2023. All manifold test passed. Compressor tests passed. 30 psi transducer calibrations done. Transducer accuracy passed. Tank transducer calibration passed. Drive and vacuum regulators passed. Fiber optic module tests passed. Front-end board checks pass. Electrical safety tests pass. Simulated pumping using trainer. All trigger modes ok. Autofill ok. Alarms ok. Device was ready for clinical use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part revision r. All testing passed. No failure can be confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, h2. H6, h11. Corrected fields: d9(return to manufacturing date).

Event description:
N/a.